Event description:
It was reported to medtronic minimed that the customer experienced sensor failure and hyperglycemia after the sensor stopped functioning within two days of use. The event involved product(s) unk_sensor,mmt-1884,mmt-441ak,mmt-342. The customer reported receiving repeated sensor updating and change sensor alerts, after which blood glucose levels increased to approximately 400 mg/dl. Troubleshooting was offered but declined and customer has type 1 diabetes and reported the sensor was not securely adhered and was worn in a non-approved location per healthcare provider guidance, and the customer was advised to discuss appropriate insertion sites with their healthcare provider. The high blood glucose was treated using the insulin pump with assistance from the customer¿s daughter. No further customer complications were reported. No product return was required for unk_sensor,mmt-1884,mmt-441ak,mmt-342.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.